Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with tests results from results obtained of 57 mg/dl. The customer also reported complaint for high control glucose test result. The customer's expected fasting blood glucose test result range is 105 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 326 mg/dl and 294 mg/dl using truebalance meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/21/2020 and open vial date is (B)(6) 2018. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: result 1 :57mg/dl date: (B)(6) 2018 time:08:43am fasting; result 2 :110mg/dl date: (B)(6) 2018 time:11:34am fasting; result 3 :105mg/dl date: (B)(6) 2018 time:11:32am fasting; result 4 :137mg/dl date: (B)(6) 2018 time:11:33am fasting; result 5 :158mg/dl date: (B)(6) 2018 time:12:21pm fasting.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with tests results from results obtained of 57 mg/dl. The customer also reported complaint for high control glucose test result. The customer's expected fasting blood glucose test result range is 105 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 326 mg/dl and 294 mg/dl using truebalance meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/21/2020 and open vial date is 08/22/2018. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: result 1 :57mg/dl date:(B)(6) 2018, time:08:43am fasting, result 2 :110mg/dl date:(B)(6) 2018, time:11:34am fasting, result 3 :105mg/dl date:(B)(6) 2018, time:11:32am fasting, result 4 :137mg/dl date: (B)(6) 2018, time:11:33am fasting, result 5 :158mg/dl date:(B)(6) 2018, time:12:21pm fasting.

Manufacturer narrative:
(Manufacturer narrative t, corrected data f) internal report (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause mlc-57-user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.